Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos. The ICD was implanted for 73 months and 187 charging cycles were recorded to the device memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel, which resulted in a large amount of charging cycles with shock deliveries on december 4, 2016. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. In a next step, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A 1 joule defibrillation shock was delivered as expected. However, the charging and delivery of a maximal energy shock was not feasible due to the battery depletion. The amount of charge taken from the battery was verified and the battery condition could be anticipated. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. In the available iegms the occurrence of noise was observed in the right ventricular channel. This led to fast successive charging cycles predominantly resulting in shock deliveries. However, a thorough analysis of the ICD revealed no indication of a device malfunction. The battery status eos was anticipated. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
Patient was shocked inappropriately multiple times a few years back-date unknown, believed to be lead noise. At that time, device was turned off. When the device hit eos patient opted to not have the device replaced regardless of his risk and the physicians advice. Device explanted due to eos and noise. Should additional information become available, this file will be updated.